Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Not a pleasant feeling - mouth [oral discomfort]. Felt something loose in mouth, found it was part of the floss action brush head [device breakage] case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on 22-sep-2017 that on that morning he/she was brushing his/her teeth with the oral-b floss action brush head when he/she felt something loose in his/her mouth. After he/she spit it out he/she found that it was part of the brush head for his/her oral-b rechargeable toothbrush, version unknown. The consumer stated this was not a pleasant feeling. The case outcome was unknown. Treatment details: unknown. No further information was provided.

Manufacturer narrative:
30-nov-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 31-oct-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Not a pleasant feeling - mouth [oral discomfort]. Felt something loose in mouth, found it was part of the floss action brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on that morning he/she was brushing his/her teeth with the oral-b floss action brush head when he/she felt something loose in his/her mouth. After he/she spit it out he/she found that it was part of the brush head for his/her oral-b rechargeable toothbrush, version unknown. The consumer stated this was not a pleasant feeling. The case outcome was unknown. Treatment details: unknown. No further information was provided.